Event description:
Dexcom was made aware on 01/31/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with an infection which occurred an unspecified number of days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed a rash, inflammation, and an infection at the needle puncture site. On an unspecified date, the patient consulted a health care provider due to the infection growing to the size of a baseball. The healthcare provider prescribed an unspecified oral antibiotic medication for 14 days for cellulitis. At the time of the report, the patient inquired about the metal components in the wearable, and she mentioned she has a history of allergies to silver and nickel. Multiple attempts to contact the reporter were made; however, no other details were obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).